Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 300 mg/dl at the time of incident and another time blood glucose level was 400 mg/dl and third time blood glucose level was 589 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as sick. Customer stated that the cannula was bent. Customer troubleshooting was performed for bent cannula. The insulin pump will not be returned for analysis.